Event description:
Information received from the field does not address the patient's clinical status but notes that while the patient was in the hospital, the device could not be interrogated and exhibited no output and no magnet response.